Manufacturer narrative:
Continued h.6. Type of investigation code: b15, b17, b20. A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the lips with 1 syringe of juvéderm volbella® xc and in the cheeks with 2 syringes of juvéderm voluma® xc. Approximately six months post injections the patient experienced, granulomas. The hcp assessed the patient three weeks later their diagnosis was the following, ¿little bumps in lips and swelling some lumps in l cheek with swelling and granulomas¿. The next day after the assessment the patient was treated with oral prednisone/ doxycycline. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID#3005113652-2023-00575 (abbvie complaint (B)(4) ). This MDR is being submitted for the suspect product, juvéderm volbella® xc.